Event description:
Reporter alleged obtaining the results of 318 mg/dl, 145 mg/dl, 126 mg/dl, 130 mg/dl, 154 mg/dl and 124 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Pt presented with pain and swelling and black stained tissues.